Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact returned the pump to the service ctr with a report that, prior to pt use, the battery connection was not making contact in the battery compartment. This did not indicate a reportable malfunction. However, during verification testing, the components on the middle circuit board were found burnt and charred.